Manufacturer narrative:
The biomedical engineer reported that the org was frequently going into signal loss. Technical support attempted to restart the org and different ports on the switch, however the issue continued to persist. An nihon kohden technician was sent to the site to power-cycle the device, which resolved the issue. The device was in use on patients, however no patient harm was reported.

Event description:
The biomedical engineer reported that the org was frequently going into signal loss.